Manufacturer narrative:
Weight: patient weight was not available. Initial reporter also sent report to FDA: a medwatch report for this event was submitted to the FDA by a site representative. Report number: mw5084663. Device evaluated by MFR: no parts have been received by the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. It was reported that one of the three 1.6mm x 8mm screws from the biopsy kit was being removed from the patient, and while doing so the surgeon noted that the head of the screw sheared off. The surgeon decided to leave the stem of the screw in the patient¿s skull and covered it with the burr-hole cover as they intended to do so. There was no delay to the case. It was noted that the surgeon describes using the device as routine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
There was no intervention to remove the screw. Patient weight is not available.